Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose level was reported at 600 mg/dl. The customer's healthcare professional suggested to replace the insulin pump but customer will try to trouble shoot first. Customer will call at a better time to walk through trouble shooting. No further information was provided.